Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was alleged but unable to be confirmed. Provocative testing was performed, and the lead noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.